Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. The service engineer (se) troubleshot with the customer over the phone. The customer was able to test the functionality of standby mode by disconnecting the circuit from the v60 side as well as the mask on the patient side a few times and verified that the v60 would go into standby mode and the ventilator was returned to use.

Event description:
It was reported that the ventilator would not go into standby mode. The customer stated that when they had tried disconnecting the circuit while it was on the patient and it would not go into standby mode and that the circuit was on the patient for a long time and it was also attached to a heater/humidifier. No patient harm reported. Event date not specified; estimate used.